Manufacturer narrative:
The date of event was estimated as (B)(6) 2017. It was reported that the onset date of the driveline infection was (B)(6) 2017. (B)(4). Approximate age of device ¿ 10 months. The explanted pump was disposed; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline infection that began in (B)(6) 2017, not previously reported to the manufacturer. Cultures were (B)(6) for (B)(6). In (B)(6), the patient had surgical debridement with incision to deep subcutaneous layer. Antibiotic treatment consisted of ancef while inpatient, then at home ancef and keflex three times per day. The patient was transitioned to doxycycline. It was reported that the patient was admitted on (B)(6) 2017 for fever, chills, and driveline drainage. The patient was started on zyvox and zosyn with plan for pump exchange secondary to driveline infection. White blood cell (wbc) count while inpatient was reported as within normal limits. On (B)(6) 2017 the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.